Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bypass, the stapler was able to fire. The patient presented postoperative rectal bleeding of not more than 500cc. There was no patient injury.